Event description:
The customer stated that they had a major power outage at their facility and once power was restored, a xhibit central station (xcs) would not turn back on. The customer put a spare in place and shipped the device to spacelabs healthcare for depot repair. The device was evaluated by a equipment service center technician and the reported problem was verified as the device would repeatedly reset. The issue was traced to a faulty motherboard. The device was repaired, passed all final functional testing, and was returned to the customer.